Event description:
A malfunction, identified as malf 12, was reported by the customer, and it had occurred at least three times on the same pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer did not disclose an alternate method of insulin therapy.